Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The skin reaction was described as red skin that was itchy and flaky. Reaction was located at the sensor insertion site. On (B)(6) 2016, the patient went to an appointment at a medical center to prepare for a colonoscopy. While at the appointment, a certified nurse practitioner (cnp) was made aware of the patient's skin reaction at and around the sensor site. Cnp examined the site and prescribed lotrisone cream to treat the reaction. The affected area was treated with the prescribed cream. No additional event information is available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/03/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016.